Manufacturer narrative:
(B)(4): the customer reported the device would not turn on and the battery failed the battery capacity test. There was no reported pt involvement. The customer evaluated the battery and determined it was faulty. The customer was emailed info in regards to a field change order related to the battery. We will consider this a malfunction of the battery where the device would not turn on and the battery failed the battery capacity test.

Event description:
The customer reported the device would not turn on and the battery failed the battery capacity test.